Manufacturer narrative:
Customer did not provide lot number of the affected product.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during the use of the product, an under delivery of medical fluid was observed. There was no patient, or clinician injury associated with this occurrence.